Event description:
Captiva spine representative was present during a procedure where the following sequence of events occurred. The surgeon shaped a plate and placed into the patient. One or two screws were placed. The surgeon prepped a screw hole and then attempted to place another screw, but could not insert the screw past the locking mechanism and at this point the plate fractured. The surgeon removed the plate and screws. The surgeon selected another 3-level plate and shaped the plate using plate benders. The surgeon then placed the plate and attempted to insert a 4.5 mm rescue screw and upon insertion the vertebral body fractured. The surgeon then removed the plate and replaced the plate with a 4-level plate from another system completing the procedure without further incident.